Event description:
It was reported that a patient had an infection. The skin was not "intact" over the pump and "had some oozing." The infection was described as having gone "deep", "which was why they had to explant the pump." The hcp left the spinal portion of the catheter in the intrathecal space. The treatment plan for this patient was to use an external pump to deliver baclofen. The patient was in the hospital as of (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient's infection was diagnosed on 2011-(B)(6). The patient experienced redness, drainage, and an incisional wound opening. The primary location of the infection was at the pump pocket site. The patient did not have meningitis. Perioperative antibiotics were given. A culture was obtained from the pump pocket. (B)(6) were cultured. Both intravenous (IV) and oral antibiotics were administered. The total device system was, then, explanted. The infection resolved and there was no drug withdrawal. The last refill of the patient's pump was 2011-(B)(6). The pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 100 mcg/day (simple continuous rate).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed no anomaly found; normal device function. Pump delivering baclofen.